Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The users reported a missing asystole alarm for one bed. The device was in clinical use at the time the issue was discovered. The patient died.

Event description:
The users reported a missing asystole alarm for one bed. The device was in clinical use at the time the issue was discovered. The patient died. A philips field service engineer (fse) went to the customer site, and could not reproduce specified problem. The fse checked the alarm function of the monitor and the control panel. When checking the alarm audit trail, an asystole alarm was generated at the time of the incident on (B)(6) 2022 at 19:32. However, this was only acknowledged at 19:48. No other problems were detected during the test. The device was fully functional.

Event description:
The users reported a missing asystole alarm for one bed. The device was in clinical use at the time the issue was discovered. The patient died. A philips field service engineer (fse) went to the customer site, and could not reproduce specified problem. The fse checked the alarm function of the monitor and the control panel. When checking the alarm audit trail, an asystole alarm was generated at the time of the incident on (B)(6) 2022 at 19:32. However, this was only acknowledged at 19:48. No other problems were detected during the test. The device was fully functional.